Event description:
It was reported that a pump declared a cartridge change error, requiring multiple attempts with different cartridges before the customer successfully loaded a cartridge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to clean the pneumatic tap area and ultimately managed to complete the loading process and resume insulin delivery. Technical support followed up with the customer, who reported having used seven cartridges to troubleshoot the issue. A pump replacement was recommended and approved, with technical support arranging for a new pump to be sent. The customer was advised to return the problematic pump within ten days and was informed about configuring settings and connections on the replacement pump. Customer will continue to use current pump.